Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that after a patient pulled on the ojr410 optiflow junior 2 nasal cannula to remove the cannula off their face, the tubing detached from the cannula end. This happened once again on the same patient. The facility further reported that the patient experienced oxygen desaturation, with no further consequences reported.